Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted, along with an endurant ii etuf3614c102ee and etlw1616c124ee and another manufacturer's device, for the treatment of a type ia endoleak from an unknown stent graft for the treatment of a 6.3 cm abdominal aortic aneurysm. The aortic diameter was 2.3 cm 0.1 cm below, 3.0 cm 1 cm below, 3.3 cm 1.5 cm below and 4.1 cm 2.0 cm below the lowest renal. The aortic neck angulation was 10 degrees. There was 20% diffuse thrombus and 20% diffuse calcium circumference coverage in the seal zone. It was reported that at the end of the index procedure a type ib endoleak was observed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
It was reported that the endoleak which was observed after the index procedure was a type ia endoleak, not a type ib as previously reported. Additional CT imaging was carried out and the event resolved without further intervention. The investigator assessed the event as related to the index procedure. If information is provided in the future, a supplemental report will be issued.